Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2gbxw product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 29-mar-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence, urinary/bowel dysfunction. It was reported that the patient was at an MRI appt. The healthcare provider (hcp) reported that the patient said that, on the lead, two of the electrodes "have become displaced and only one is connected". The hcp was inquiring if they could proceed with scanning. The agent redirected to the patient's managing hcp to verify MRI eligibility. Event date provided: "about 2 years ago".